Event description:
It was reported to covidien on 10/09/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the patient had his dialysis catheter placed in 2009. During the 4th dialysis treatment, approximately 12-15 minutes into the procedure, patient suffered respiratory arrest and expired about 2 months later from cerebral anoxia. The customer is questioning delayed hypersensitivity to the heparin on the catheter.

Manufacturer narrative:
Submit date: 10/27/2009. An investigation is currently underway. Upon completion, the results will be forwarded.